Event description:
On (B)(6) 2009, the patient was implanted with four gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported the patient had a long aneurysm (285 mm), the arch was extremely tortuous, and the most proximal tag device was implanted intentionally covering the left subclavian artery. Final angiography revealed a proximal type I endoleak (cause unknown). The physician decided to monitor the endoleak and completed the procedure. On an unknown date, the patient experienced paraplegia. The physician started the patient on rehabilitation. On (B)(6) 2009, a stent graft was implanted to repair the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2010, the patient was still experiencing paraplegia. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak and paralysis could not be determined with the provided information.